Manufacturer narrative:
The electrode belt evaluation is underway. As received, the electrode belt failed a therapy electrode recognition test. The root cause investigation is underway. No adverse event resulted from the damaged belt.

Event description:
During servicing of an electrode belt which was returned for investigation into an unrelated issue, a reportable malfunction was found. As received, the electrode belt failed a therapy electrode recognition test.

Manufacturer narrative:
The electrode belt evaluation is complete. As received, the electrode belt failed a therapy electrode recognition test. The cause for failure was unable to be identified due to biohazard contamination. The root cause investigation could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged belt. The electrode belt evaluation is underway. As received, the electrode belt failed a therapy electrode recognition test. The root cause investigation is underway. No adverse event resulted from the damaged belt.

Event description:
During servicing of an electrode belt which was returned for investigation into an unrelated issue, a reportable malfunction was found. As received, the electrode belt failed a therapy electrode recognition test. During servicing of an electrode belt which was returned for investigation into an unrelated issue, a reportable malfunction was found. As received, the electrode belt failed a therapy electrode recognition test.